Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited noise. Source of noise was unknown. There were no adverse consequences to the patient. Device was explanted and replaced.

Event description:
New information received notes that the noise was external. No intervention was performed. Patient was stable.